Manufacturer narrative:
Model number/catalog number : sc-2218-50,serial number :(B)(4), batch/lot number: 19043538,model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent a lead revision procedure and was doing well postoperatively.